Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call of being admitted to the hospital because the insulin pump has not been able to bring down their high blood glucose of 358 mg/dl. Troubleshooting found that a round plastic part of the pump had become detached. The customer wanted to perform the high pressure test but did not have a clamp and was advised that a clamp would be sent and to call back for more troubleshooting.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.